Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and a customer service engineer (cse) was dispatched to the customer site. Prior to the cse, siemens remote service center (rsc) performed troubleshooting with the customer. Rsc replaced the reagent (r1) tubing and the sensor. The reagent (r1) salt bridge cap and reagent (r1) tubing was flushed out. However, the instrument could not auto align. Customer service engineer (cse) inspected the instrument and found that the level sense in the cup and tubes, rotary valve, and peri pump were all acceptable. Cse found an issue with the diluent pump motor and cleaned and greased the worn gear and linear bearing. A sample was run to check precision and the customer ran quality controls (qc). All tests were acceptable, and the system was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required."

Event description:
A discordant, falsely low sodium (na) patient result was reported using a dimension xpand plus whm instrument. The initial discordant result was not reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant results.